Event description:
While undergoing an elective mitral valvuloplasty, patient began to exhibit stroke/tia like symptomatology, requiring termination of the procedure and medical intervention. Within 48 hours the symptoms had completely resolved. The physician suspected a tear or leak in the balloon may have been a contributing factor. Patency of the balloon was verified prior to the procedure. Balloon catheter was discarded prior to visual inspection.